Manufacturer narrative:
Covidien reference number: (B)(4). The service engineer (se) inspected the device and verified the malfunction. The oxygen sensor was replaced. The ventilator passed all the required testing.

Event description:
It was reported that the ventilator oxygen (o2) reading was inaccurate during patient use. There was no report of serious injury or patient harm as a result of the event.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to a mechanical problem. If information is provided in the future, a supplemental report will be issued.